Event description:
Event description: it was reported that during the procedure, there was an st elevation and the patient went into vtach. The clinical account specialist reported that they were using a farawave catheter from boston scientific for ablation on the cti line. After completing ablation on the cti line, it was reported that mapping was done using the octaray¿ catheter and st elevations were noticed and the patient went into vtach. The clinical account specialist reported that an intervention cardiologist confirmed that none of the coronaries were injured. The clinical account specialist reported that the procedure continued without any further issues. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).